Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient use the smart device's bluetooth settings to forget all devices, close all background applications and update the smart device ios. No additional patient or event information is available.